Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured november 12, 2014 to november 13, 2014. Evaluation summary: the device was returned for evaluation. Visual and microscopic inspections revealed a black particle approximately 0.01 square mm in size, embedded in the material of the stress-member component. No signs of black mark were found on the filter. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black mark on its filter. This was found before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.